Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that right atrial (ra) lead was surgically capped and abandoned as the physician accidentally damaged the lead during a pulse generator replacement. No additional adverse patient effects were reported.